Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06dec2018. (B)(4). Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The device had a noisy blower and the touchscreen malfunction was believed to have been a result of a blower screw shim. The fse replaced the blower screw shim and the issue was resolved. The device passed performance testing and was returned to full functionality.

Event description:
It was reported that the unit had a touch screen malfunction. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.